Event description:
It was reported that this pacemaker was unable to be interrogated using a communicator. Technical services (ts) was consulted and troubleshooting was performed but it was unsuccessful. Ts referred the patient to theri clinic for further examination. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.